Event description:
It was reported that the right atrial (ra) lead experienced oversensing, high impedance, and a possible fracture. The lead was explanted and replaced. During the explant of the ra lead, the left ventricular (lv) lead was damaged. The lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 implantable pacing lead 2011-(B)(6), 6947 implantable tachy lead 2011-(B)(6). (B)(4).